Event description:
It was reported that a female patient underwent a breast surgery with a 400cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified breast implants sometime in (B)(6) 2022. The explantation date was estimated as (B)(6) 2022 based on available information.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-feb-2022, mentor received additional information regarding the suspected medical device and explantation date. The suspected medical device was returned for evaluation. Previously, the date of explantation was reported as (B)(6) 2022. However, additional information revealed that the actual date of explantation was (B)(6) 2022. The relevant field has been updated. On 21-feb-2022, mentor received additional information regarding the patient¿s information, the event date, the diagnosis of the rupture, and the replacement device, the patient¿s age at the time of event was 43 years old. The patient is caucasian. The patient¿s weight is 134 lbs. The patient dob is (B)(6) 1978. MRI ((B)(6) 2021) and mammogram ((B)(6) 2021) results indicated rupture. The patient had a consultation with a healthcare professional on (B)(6) 2021, and the diagnosis of the rupture was confirmed. The relevant field has been updated. The replacement devices are two mentor memorygel breast implant prostheses (right catalog #: 3504001bc, right serial #: (B)(6), left catalog #:3503751bc, left serial #: (B)(6)). On 9-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-jan-2022, mentor received additional information regarding the date of explantation. Initially, the date of explantation was estimated as (B)(6) 2022 based on available information. However, additional information revealed that the date of explantation was (B)(6) 2022. The relevant field has been updated. Manufacturer's reference number: (B)(4).